Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid lcx. At 9 month 12 month and 15 month follow ups patients worst angina status was reported as I per (B)(4) criteria. It is reported that approximately 16 months post index procedure the patient suffered a spontaneous gastrointestinal (gi) bleed. Investigator has indicated that the event was not related to the study device. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4) inherent risk of procedure (hemorrhage) (B)(4).

Event description:
Additional information received reported that the target vessel treated during the index procedure was located in the lad and not in the lcx as initially reported. It was also indicated that a transfusion was carried out for the gi bleed event previously reported.